Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ('everyday pain') in a female patient who had essure inserted. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure was removed 6 months after insertion with uterus resection). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. Further company follow-up with the non-health professional is not possible. Most recent follow-up information incorporated above includes: on 27-may-2019: this case has been identified as duplicate of case (B)(4). All the information had been transferred to case (B)(4). This case will be deleted from argus database. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ('everyday pain') in a female patient who had essure inserted. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure was removed 6 months after insertion with uterus resection). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. Further company follow-up with the non-health professional is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.